Event description:
It was reported that approximately one week post implant, the right atrial lead dislodged. It was noted that this may have been caused by the patient not following instructions to restrict arm movement or possible twiddlers syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.